Event description:
A consumer reported receiving a high blood glucose reading of 105mg/dl when compared to a laboratory result of 62mg/dl. These values, when plotted on a clarke error grid, fall in the "d" zone showing the results to be clinically significant. There was no report of death, serious injury or mistreatment associated with the event.